Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during a surgical procedure the patient experienced a thermal burn. The surgery was completed using an alternate handpiece and the same system. A sample is expected to be returned. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Based on the information obtained, the customer reported event of a thermal injury associated with the use of their system could not be confirmed. It should be noted that corneal thermal injuries are understood to typically be related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the handpiece and phaco tip during use. Fluid bathes the barrel from the inside (aspiration flow rate) and from the outside (irrigation or infusion). However, overheating of the probe tip due to extended use or a compromise of the flow of fluid around and through the phaco tip are known potential contributors to thermal injuries. Fluid aspiration through the tip may be limited by phaco tip re-use, tip clogging by nuclear material, tubing kinks, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the aspiration rate is blocked, infusion will cease, limiting the fluid cooling of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. Additionally, per the system operator¿s manual there are multiple warnings stating that, ¿good clinical practice dictates testing for adequate irrigation, aspiration flow, reflux, and operation as applicable for each handpiece prior to entering eye. Product evaluation: the system was examined. The system was tested and found to meet product specifications. The phaco handpiece was replaced and returned for evaluation. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The phaco handpiece was manufactured on september 24, 2014. Based on qa assessment, the product met specifications at the time of release. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this system. The phaco handpieces was received for evaluation. A visual assessment of the returned sample revealed no nonconformity. The fingernail test was performed to ensure the durability of the cable. A ground resistance test was performed. An irrigation and aspiration flow rate was measured. The temperature of the handpiece closely monitored during a 5 minute burn in was performed. A stroke test was performed to test the functionality. The handpiece and system were found to meet specification. Therefore, the root cause of the reported event cannot be determined conclusively. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A root cause cannot be determined. (B)(4).